Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. The manufacturer¿s international service technician confirmed the reported display issue and replaced the vga controller pcba to address the reported problem. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the display is not showing in the monitor. There was no patient involvement.